Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported, from information obtained by the clinic, that the right ventricular (rv) lead was reprogrammed to resolve the t-wave oversensing (twos).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post vs (ventricular sense) on stored episodes for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.